Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer programmed a bolus, the pump calculated a bolus request of around 2 units, but the screen timed out, and when the customer re-programmed the blood glucose (bg) value of 157 mg/dl, the pump calculated a bolus request of around 3 units. Tandem technical support confirmed that the bolus request had fully delivered via the pump history, and inquired if the same values had been input into the pump bolus delivery screen. The customer reported being unsure and declined to perform further troubleshooting.